Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing to end therapy, this problem occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that one of his supply bags was disconnected and the fluid drained out on to the floor. The hp stated that he reconnected the bag and continued with therapy. The tsr had the hp end therapy and advised the hp to call the nurse in the morning. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cassette separated from the bag while the patient was sleeping. The sample was discarded and a companion sample was available and requested. Therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The set was in original package. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined.